Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the insulation of the atrial lead appeared to be twisted. The lead was replaced to resolve the event.